Event description:
It was reported the endoscope reprocessor was not properly put into long term storage and was not used for 2 months. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. The fse found a fluid flow issue related to the detergent system, a mechanical blockage and electrical failure in the detergent pump and flow meter and degradation of the internal tubing. The detergent pump, flow sensor and tubing was replaced. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the reported issue was the device not being placed in 'long term storage' prior to a two-month period of inactivity. The event can be detected/prevented by following the instructions for use which state: when it has not been used for more than 14 days, refer to section 9.10, ¿care and maintenance after long-term storage¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.